Event description:
The facility materials manager reported metal particulates were noted during a case. The tip appeared to have shredded slightly. Additional information received stated the particles appeared when the phaco tip ws inserted into the eye. The particles were seen coming out of the phaco sleeve. The facility does not re-use single use items. Several particles 1mm x 2mm were removed. About 2 particles 0.1mm remained on the iris. No damage to the eye has been reported.

Manufacturer narrative:
The facility reported the handpieces are washed by hand only, and are not mechanically washed. No lubricants are used on eye instrumentation. The surgeon does use a two handed instrument technique. The handpieces are not refurbished or third party repaired. A review of complaints for this system and this handpiece for the last 24 months did not indicate any additional reports. There were no samples returned for eval; therefore, steps could not be taken to replicate or confirm the customer reported event. As such, the root cause is unk at this time.